Event description:
The new 8 fr. Sheath "collapsed like an accordion". The sheath was not returned to datascope for evaluation. The sheath was discarded by the facility. The patient went on to expire and the facility is attributing the death to the event.